Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was unpacked for storage. According to the complainant, during unpacking, they noticed that the package was damaged and was not sterile. It appeared that somebody had pushed their thumb through the bottom of the package. There was no procedure nor patient involved in this event.

Manufacturer narrative:
A visual assessment of the gemini basket pouch was performed, and it was found out that there was a hole/tear near the bottom seal. Most likely, due to some aspect of handling the device during transit or storage, the pouch seal was broken. During manufacturing, the packaged devices are 100% inspected for integrity. Therefore, the most probable root cause for the complaint is handling damage. The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was unpacked for storage. According to the complainant, during unpacking, they noticed that the package was damaged and was not sterile. It appeared that somebody had pushed their thumb through the bottom of the package. There was no procedure nor patient involved in this event.